Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that insyte autog bc pnk 20ga x 1.0in contained foreign matter. The following information was provided by the initial reporter: " it was reported fm. Customer (*****y) found debris on the tip of the catheter upon opening the sterile device.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autog bc pnk 20ga x 1.0in contained foreign matter. The following information was provided by the initial reporter: '' it was reported fm. Customer (B)(6) found debris on the tip of the catheter upon opening the sterile device."